Event description:
The customer stated an axsym analyzer generated a false positive cmv igm result for one patient sample. The axsym generated a cmv igm result of 1.243. The customer believes the patient to be negative for cmv igm. The false positive cmv igm result was not reported outside the laboratory.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified for the customer's complaint. Labeling was reviewed and found to be adequate. Based on the data available and the results of the evaluation no product deficiency was identified.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.